Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited confirmed fracture. The patient alert was activated for right ventricular (rv) lead sudden and high impedance. It was also reported the rv lead exhibited no capture. Lead settings were re-programmed, revision or explant has been scheduled. The patient very symptomatic of rv only pacing with marked epigastric discomfort. The rv lead remains in use. No patient complications have been reported as a result of this event.